Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt developed sterile endophthalmitis. The association between this event and the iol is not known. Additional information has been requested.